Event description:
It was reported that the set screw could not be engaged in the atrial port. The device was not implanted and a different device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also reported that the set screw was loose/detached.